Event description:
Per the limited information reported, on an unknown date, a trifecta valve was implanted. At a point in time which is unknown, the trifecta valve was explanted due to a cusp tear. The replacement valve information is not available at this time. The patient is reported to be stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.